Manufacturer narrative:
Correction: explant date should have been (B)(6) 2023

Manufacturer narrative:
Correction: serial number should have been(B)(6) instead of (B)(6). Section d, product expiration, manufacturing date, implant /explant dates, UDI # updated to reflect correct product. Final analysis notes the event of low impedance was confirmed upon review of the device data. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The anomaly observed in the field could not be reproduced.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced due to the impedance issue observed and the patient wanting electively for the device to be repositioned due to not liking the position or possible discomfort.

Event description:
It was reported that the patient presented for an implant procedure. When the physician was closing the pocket the non-abbott right atrial (ra) lead's pacing impedance was noted to be low. When cables were connected the non-abbott ra lead impedance seemed normal. The physician thought the issue was the new abbott implantable cardioverter defibrillator (ICD), so this was replaced. The non-abbott ra lead impedance after replacement of the ICD still fluctuated from low to normal. The physician was to bring the patient back in a month for a right atrial (ra) revision. The patient was stable.